Event description:
It was reported during a bph prostate procedure ¿defected fiber¿. Additional information received: "fiber tip disconnected ¿ detached" at 1100 joules and 00:00:40 seconds of usage. The procedure was completed with a second fiber. Patient outcome: no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the metal cap exhibits moderate detritus adhesion; the outer flow tubing open end appears stretched. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).